Manufacturer narrative:
Additional procode = dro. The malfunction was duplicated and attributed to a battery interconnect to high voltage module flex cable that was found disconnected from a connector on the high voltage module. The battery interconnect to high voltage module flex cable was replaced to remedy the problem. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "defib disabled", "pacer fault 116" and "pacer disabled" messages. Complainant indicated that there was no patient involvement in the reported malfunction.